Event description:
It was reported that while the ventilator was connected to a patient, the peep (positive end expiratory pressure) value reading was 9-10 cmh2o instead of the set value of 4 cmh2o. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. Reference exemption #:(B)(4).